Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer had multiple issues with the insulin pump breaking too easy now. The customer could not use hands well and explained that the new design was difficult for use even for the clip and silicone case. The customer always needed help with the use of the clip and had a very hard time removing the clip without help. The customer could not put on the silicone case at all. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. Insulin pump case type: ngp. Customer returned insulin pump for alleged blank display found on october 06, 2022. Insulin pump alarmed insulin pump error and was unable to perform self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump failed sleep current test. Insulin pump passed active current test and self-test. Test p-cap locked into the reservoir tube successfully. Insulin pump successfully downloaded to thump. Insulin pump error on june 10, 2022 at 11:57:24 during bolus in the insulin pump downloaded history. Insulin pump error was isolated to the electronic stack. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case, cracked case (battery tube) and pillowing keypad overlay. In summary, customers alleged insulin pump error alarm during bolus was confirmed during testing. Insulin pump was unable to perform necessary tests due to insulin pump error . No anomalies noted on electronic/motor assemblies. Insulin pump error and failed sleep current test was isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.